Event description:
It was reported an infant had a cardiac arrest while in the pediatric intensive care unit (picu) during use of a one-link needlefree IV connector that was reported to have air in the line. The patient was resuscitated after the cardiac arrest. Outcome was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter representatives have reviewed proper procedures and techniques with the facility for connecting and disconnecting syringes to eliminate air in the line. If additional relevant information is obtained, then a follow-up MDR will be submitted.